Event description:
Updated event description: device report from synthes reports an event in canada as follows: it was reported that on an unknown date, two (2) unitized set screws backed out of screws at the bottom of the construct. No further details provided. Concomitant device reported: screws (part # unknown, lot # unknown, quantity # 1); locking set/screws (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unknown locking/set screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description and concomitant devices. D11: updated concomitant devices. H11 corrected data: g4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is may 29, 2020.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, multiple unitized set screws backed out of screws. No further details provided. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unknown locking/set screws. This is report 1 of 1 for (B)(4).